Manufacturer narrative:
Reliability analysis shows there was one opened/used enlite sensor inspected and the bicarbonate buffer test was performed per dop114-830. Sensor failed per inspection due to high readings.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 516 mg/dl. Customer treated with the pump. Customer's sensor is reading at 113 mg/dl. Customer stated that this is the second time that the sensor is off. Customer stated that around 12 pm, the sensor was reading that he was in the low 100's mg/dl, but his blood glucose level was in the 300's mg/dl. Customer had some trouble with the needle, but it worked fine afterwards. Customer inserted the sensor 2 days and 4 hours ago. Customer stated that the readings are going up. Customer has a 78.1% difference between sensor glucose and blood glucose readings. Customer was advised to monitor the issue. Senor will be returned and replaced. No further assistance needed.